Event description:
It was reported that an elective replacement indicator (eri) warning with battery voltage of 2.79 v occurred post surgery. The device was reset and is functioning normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.